Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4): product evaluation pending. Issue is being reported as alert could not be cleared by operator. Serial number unknown. Serial number will be reported at time of follow up. A 510(k) k111693.